Event description:
In 2009 at 11:50 am, one of my nurses administered a h1n1 vaccine via right deltoid. Upon injection, nurse heard a "pop" and withdrew her syringe. Immediately she discovered that the needle remained in the pt's arm. Our physician assessed the pt. He was without any distress. He was sent to an orthopedic md for eval. These syringes that we received - along with the h1n1 vaccine. I am concerned that perhaps there is a faulty batch? I certainly hope not.